Manufacturer narrative:
Additional information: a2(age at event, dob), a3, a4, a5a, a5b, d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and testing found the knife was trapped and contained within the jaws. It was reported that the jaws did not open or close. A device-related causal link was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following guidance. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the retractable l-hook laparoscopic sealer/divider ligasure's jaws broke during use and would not open or close. Second device opened to complete the case. There was no patient injury.